Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) due to error 32100. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported complaint. However, the error was confirmed upon reviewing the logs. The proximal suj was analyzed and tested on the patient side cart (psc) fixture test platform (pftp) and passed all the tests. The axes controller setup (acu) will be replaced as a precaution to address the issue.

Event description:
It was reported that prior to the start of a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer reported that they got a recoverable error every time they moved universal surgical manipulator (usm) 2. The technical support engineer (tse) uploaded the system error logs and noted 32100 and 32099 errors in the live events. The 32100 error was reported by the axes controller setup (acu) in the proximal set up joint (suj) on usm 2. The tse had the customer power cycle and use the emergency power off (epo) on the patient side cart (psc) and an error returned after the usm was moved. The patient was in the room asleep. The customer needed all four usms for the procedure. The customer elected to convert to another psc. There was no report of patient involvement.